Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04685, related manufacturer reference number: 2938836-2019-04688. It was reported that the patient presented in an emergency room. It was observed that the pacemaker and the leads could be visualized through the suture site. There was no cultured infection or vegetation. The whole system was explanted and replaced due to pocket erosion. The patient was stable condition post procedure.

Event description:
New information received states that the patient presented in clinic for routine follow up post reimplant procedure on the right side due to erosion. It was observed that the old left sided site was infected and tested for pseudomonas. The infection was related to the procedure. The patient underwent pocket revision on (B)(6) 2019 in the old left sided site to treat infection and the site that was tested for pseudomonas was cleaned with drain insertion. The patient was stable post procedure.